Event description:
The report stated that the jaws of the ligasure impact handpiece would not open. They were not applied to patient tissue at this time. There was no patient injury. Another ligasure impact handpiece was used for the procedure. Upon evaluation of the returned device, it was found that the jaws of the instrument are closed upon the dividing blade. The divider is protruding from the side of the jaws.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.